Event description:
Post implant of another manufacturer's stent graft a reliant balloon was used and a retrograde dissection occurred. Aneurysm and vessel morphology were not reported. It was reported that an aortic extender was implanted in the proximal portion of the stent graft. The physician decided to monitor the dissection above supra-renal with management of the blood pressure without additional treatment. Furthermore, it was noted on the post operative CT that the dissected area reached the distal thoracic aortic arch. This dissection also appeared at the proximal end of the false lumen. In the middle of the false lumen a clot developed, but it was not present in the proximal and distal areas. The hospital admission was extended to take a wait-and-see approach. The patient was still hospitalized 18 days post implant. The physician commented that the stent graft has barbs, and this area was ballooned aggressively with the reliant balloon and this may have been the cause of the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4): results: (arterial trauma/dissection/perforation), (aggressive ballooning of another manufacturer's stent graft which had barbs).